Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the DHR review and the investigation of the digital design file did not reveal anomalies. No returned material.

Event description:
The implant on site #12 was very close to adjacent tooth and had to be removed and grafted.